Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (500 mg/dl) with ketones. The customer delivered correction boluses to address the bg level. The bg had returned to the target level. The customer thought that the pump was not delivering insulin. There was no alarms that would have suspended insulin delivery. As the customer was not experiencing a high bg when tandem technical support was contacted, troubleshooting to determine a possible cause of the event.